Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer was wearing the pump while at the pool and the pump was exposed to condensation. The customer experienced elevated blood glucose (bg) levels, but stated due to drinking sugary drinks. The customer stated overcompensating for the bg level with the pump and bg began to lower than target range. No specific bg value was reported. During follow up with tandem technical support, the customer was able to resume insulin delivery and bg level was stable.